Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the system controller continuously showed pump stop alarm during implant. Three attempts were made to have the pump restarted, each time the pump stop alarm reoccurred. The system controller was replaced with a back-up.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.